Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the following message was displayed "unable to interrogate. Quit the session then reinterrogate." The programmer was switched off (smartview version 2.40), the same behaviour was observed yet again. Other device interrogations could be performed successfully. The magnet mode test showed both atrial and ventricular pacing and a magnet mode of 96min-1. Note that the last follow-up was performed on (B)(6) 2013 with a battery impedance of 1,42kohm, and a magnet rate of 96min-1. Preliminary analysis showed that the reported behaviour was due either because of corrupted memory location in the implant memory (ram) or an address decoding anomaly. A complete pacemaker re-initialization was recommended in order to restore a normal behavior. However, this procedure could not be completed successfully because the device could not be interrogated yet again. Consequently, the device was replaced and returned for complete analysis.

Manufacturer narrative:
Preliminary analysis of the returned device revealed that the reported event (unable to interrogate) most probably results from the failure of an internal microchip (integrated circuit).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the following message was displayed "unable to interrogate. Quit the session then reinterrogate." The programmer was switched off (smartview version 2.40), the same behaviour was observed yet again. Other device interrogations could be performed successfully. The magnet mode test showed both atrial and ventricular pacing and a magnet mode of 96min-1. Note that the last follow-up was performed on (B)(6) 2013 with a battery impedance of 1,42kohm, and a magnet rate of 96min-1. Preliminary analysis showed that the reported behaviour was due either because of corrupted memory location in the implant memory (ram) or an address decoding anomaly. A complete pacemaker re-initialization was recommended in order to restore a normal behavior. However, this procedure could not be completed successfully because the device could not be interrogated yet again. Consequently, the device was replaced and returned for complete analysis.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the following message was displayed "unable to interrogate. Quit the session then reinterrogate". The programmer was switched off (smartview version 2.40), the same behaviour was observed yet again. Other device interrogations could be performed successfully. The magnet mode test showed both atrial and ventricular pacing and a magnet mode of 96min-1. Note that the last follow-up was performed on (B)(6) 2013 with a battery impedance of 1,42kohm, and a magnet rate of 96min-1. Preliminary analysis showed that the reported behaviour was due either because of corrupted memory location in the implant memory (ram) or an address decoding anomaly. A complete pacemaker re-initialization was recommended in order to restore a normal behavior. However, this procedure could not be completed successfully because the device could not be interrogated yet again. Consequently, the device was replaced and returned for complete analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under p950029.